Event description:
The patient provided the following information in 2008: the patient underwent an abdominoplasty procedure approximately six (6) months ago. Her incision has not healed and continues to "open up" on the left side. She initially experienced suture splitting and then areas of the incision began to "open up." According to the patient, her doctor has agreed to revise the incision but is requesting that she wait until ten (10) months post operatively. Correspondence with the doctor that performed the procedure identified that the initial cause of this incident is most likely related to superficial placement of the product or use of too large a size suture or both.

Manufacturer narrative:
The product involved in this incident is not available for evaluation. Results: correspondence with the doctor that performed the procedure identified that the initial cause of this incident is most likely related to superficial placement of the product or use of too large a size suture, or both. Conclusion: correspondence with the doctor that performed the procedure identified that the initial cause of the incident is most likely related to superficial placement of the product or use of too large a size suture, or both.